Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Because no product was returned and no photos were provided, no functional testing or inspections could be performed. Therefore the complaint is non-verifiable. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tensioner disengaged from the band. The surgeon was tugging and rocking the tensioner back and forth, which caused the tensioner to disengage from the band. There was no injury and a delay of less than five minutes due to removal and replacement of the device. No adverse events have been reported as a result of the malfunction.